Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided.

Event description:
It was reported that the implant at tooth site #14 was removed as it was fractured. Patient reported loose implant, fracture was discovered. Patient will return to have the implant replaced.